Event description:
The no-no hair device left little brown dots on my legs and did not remove much hair. I called the company for a refund but had been away on vacation and the trial period had expired. I returned it and they sent me a new one. It did remove some of the hair on my legs but not as advertised and again more brown dots on my legs. I did not use it on my face as I did not want to be covered with brown dots. Was this device approved by the FDA? When I asked to speak to a supervisor he was very rude. I did not see a physician or have any lab tests. Dates of use; 1 month. Event abated after use stopped or dose reduced; yes. Event reappeared after reintroduction; yes.